Event description:
It was reported that bd q-syte¿ extension set micro bore leaked. This occurred on 4 occasions during use. No date/time or patient information was given. The following information was provided by the initial reporter: noticed leakage male luer connection(q-syte) 1 day after usage.

Manufacturer narrative:
H.6. Investigation summary: received a total of 4 q-syte units as follows: unit 1: the unit was received within an open package and connected (bonded) to an extension set. Units 2-4: all units were standalone q-syte assemblies with no packaging material. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Samples were evaluated and was found leakage in the q-syte extension bonding and two samples of the singles q-syte. Conclusion: indeterminate ¿ a definite source that caused the column and slit tears could not be established; the column tear could contribute to leakage. Leakage due to a column tear is normally attributed to incorrect usage or excessive actuations. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators to ensure process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd q-syte¿ extension set micro bore leaked. This occurred on 4 occasions during use. No date/time or patient information was given. The following information was provided by the initial reporter: noticed leakage male luer connection(q-syte) 1 day after usage.